Event description:
Mandarin clinical study it was reported that as a result of therasphere administration, the subject developed an intestinal obstruction and was treated with prescription medication. On (B)(6) 2024, the subject was randomized in the therasphere arm of the mandarin study. Treatment with therasphere was performed on (B)(6) 2024. 99mtc-maa angiogram was performed, and target volume was 673.4 cm3. Three vials of therasphere were administered. 7.92 gbq was administered through vial 1 (lot # 2499330), 3.69 gbq was administered through vial 2 (lot # 2499324), and 9.92 gbq was administered through vial 3 (lot # 2499328). A total of 21.53 gbq was administered. Total activity of therasphere delivery to lung was reported as 0.089 gbq, therasphere delivery to perfused liver tissue was 117 gy, and dose to perfused target tumor tissue was 234 gy. On (B)(6) 2024, three days post index procedure, the subject experienced ventosity (flatulence) and astriction (intestinal obstruction). No corrective action was taken to treat the ventosity. Astriction was treated medically using a glycerin enema and lactulose oral solution.

Manufacturer narrative:
A2 - age at time of event: the subject was 43 years old at the time of study enrollment. D3 & g1 - manufacturer address 1: (B)(6). D3 & g1 - manufacturer zip/postal code: (B)(6).